Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the scale markings on bd insulin syringe with the bd ultra-fine¿ needle 0.3ml 31gx5/16" (8mm). Were found illegible prior to use. No report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 7016789. Investigation summary: customer returned (5) loose 3/10cc, 8mm syringes. Customer states that the scale markings are smudged. All returned syringes were examined and all exhibited smudged scale markings on the barrel. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A. Minervino (B)(6) 2017. Investigation conclusion based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A. Minervino (B)(6) 2017. Root cause description root cause possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. CAPA (B)(4) was initiated by the holdrege plant to address print related defects/qns and their associated root cause(s). A. Minervino (B)(6) 2017.